Manufacturer narrative:
(B)(4). The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have fully charged batteries and a backup controller available and programmed identically to the primary controller. It was reported that the patient was experiencing power switching events. The controller (b)() and six batteries (b)(4 were returned for evaluation. One battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4) and (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. This is an additional observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), (B)(4) and power switching due to communication errors involving (B)(4) and (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Additional battery ((B)(4)) was identified for power switching. Other device involved in this event: battery /(B)(4)/ catalog number: 1650 / expiration date:11/30/2016/ (B)(6) 2017. Yes returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - exp. Date: 11/30/2016 (not received). (B)(4) - 1650de - exp. Date: 11/30/2016, UDI #: ((B)(4)); (B)(4) (not received). (B)(4) - 1650de - exp. Date: 11/30/2016, UDI #: ((B)(4)); (B)(4) (not received). (B)(4) - 1650de - exp. Date: 11/30/2016, UDI#: ((B)(4)); (B)(4) (not received). (B)(4) - 1650de - exp. Date: 11/30/2016, UDI#: ((B)(4)); (B)(4) (not received). (B)(4) - 1650de - exp. Date: 11/30/2016, UDI #: ((B)(4)); (B)(4) (not received). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have fully charged batteries and a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing power switching events. The controller was exchanged and the batteries replaced with no reported consequence or impact to the patient. No further information was provided.